Event description:
The customer contacted physio-control to report that their device has a broken therapy cable and electrodes. It was later confirmed that the device was not able to read ECG through its therapy cable. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
After replacing the therapy cable and standard hard paddles, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to mechanical damage of therapy cable and standard hard paddles.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customers device was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a broken therapy cable and electrodes. It was later confirmed that the device was not able to read ECG through its therapy cable. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.